Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the valve on an IV catheter did not activate to prevent blood flow after insertion. The patient experienced free flow of blood from the catheter upon insertion. No additional adverse consequences were reported.